Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On 3/4/2024, the patient experienced weakness and breathing problems (had tough time breathing), the patient´s spouse took a blood glucose reading was 39 mg/dl and the cgm was reading 65 mg/dl. The patient´s daughter treated him with raw sugar, candy bars, cookies, and orange juice but the bg reading remained approximately in the 30 mg/dl values. The daughter called emergency medical services who took the patient to the hospital and treated him with glucose (no information about the administration route) on the way to the hospital. The patient was admitted to the hospital for some days (there is no information about the exact dates nor the discharge date). At the hospital, the patient was treated with glucose (no information about the administration route) and was monitored. At the time of the discharge the patient was recovered and good. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.